Event description:
It was reported that while using bd bbl¿ seven h11 agar deep fill contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "presence of fungal contamination on middlebrook 7h11 plates"

Manufacturer narrative:
H6: investigation summary: during manufacturing of material 221870, media is formulated using the dehydrated culture media (dcm) with usp purified water. Media is then processed through a high temperature short time sterilizer to remove bioburden and is aseptically dispensed directly into petri dishes. Personnel working in the filling area are required to wear full body jumpsuits, hoods, boots, masks and gloves. Dispensing and sleeving are completed within iso certified environment. The filled plates are cooled and immediately wrapped to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1165132 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1165132. Retention samples from batch 1165132 were not available for inspection. Six photos were received for investigation. One photo shows the bottom of two plates from batch 1165132 (time stamps 1730 and 1731) with microbial growth on each. One photo shows the agar surface of two plates with fungal growth on each plate. Two photos each show the surface of an agar plate with fungal growth. One photo shows the side of a sleeve with fungal growth visible in one plate. The last photo shows the side of a close-up of a sleeve. No return samples were received for investigation. This complaint can be confirmed. This product does not have a sterile claim. Based on the low defect rate for this batch, no actions are planned at this time. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ seven h11 agar deep fill contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "presence of fungal contamination on middlebrook 7h11 plates".